Event description:
A malfunction alarm was reported, displaying a software error code. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, ensuring the customer could continue using the pump without recurring issues.